Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message after filling the cartridge. Reportedly, the cartridge was filled with 300 units of insulin. The customer's blood glucose level was 219 mg/dl, which was addressed with a bolus. Tandem technical support assisted the customer through the load process and the customer successfully added additional insulin to the cartridge and resumed insulin delivery.